Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 56,172 joules during a prostate procedure. It was also reported that the fiber cap was observed to be damaged. A second fiber was used and reported under (reference MFR report number 2937094-2012-00838); the case was completed with a third fiber. There was no report of any pt injury as result of this event.

Manufacturer narrative:
(B)(4) forward-firing of the side-firing surgical fiber; a code request has been submitted.